Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. The device was received with minor scratched display window, cracked casing at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was dropped in the pool yesterday. The customer replaced the battery but the display became blank. The patient's blood glucose at the time of incident was 189 mg/dl. Troubleshooting was initiated and the customer confirmed that the display became blank immediately after moisture exposure. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.